Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 19 years since the subject device was manufactured. Based on the results of the investigation, it is likely swivel nut was missing because of adhesive connections (eyepiece funnel) must be forcibly loosened and the device must be opened, and the other damages can be attributed to excessive force by the customer. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the telescope, 12°, 4 mm exhibited a broken component. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.